Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised due to dislocation. The patient had been revised previously at a different hospital. The srom stem from depuy was in and a competitor cup. He removed a 32+6 srom cocr head, cemented in a competitor constrained liner and implanted an srom 28+6 cocr head. The original implant date was unknown. Doi: unknown, dor: (B)(6) 2020, affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.